Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment. Rinseback was not fully completed as the operator ran out of saline, resulting in an estimated blood loss of 25cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not completing rinseback due to saline bag running dry. The exact cause of the arterial air alarm cannot be determined but was unlikely related to the cartridge as it occurred at the end of treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.